Manufacturer narrative:
The co rep examined the sys and could not duplicate the customer reported event. The sys was then tested and met all product specs. There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported receiving an error code during a case. Subsequently, the system could not be powered up. A second unit was brought in to finish the case. Additional info was received indicating that this event occurred during a vitrectomy procedure. There was no pt harm reported.